Manufacturer narrative:
The customer¿s report of the pump not alarming was confirmed. Analysis of the pcu event log shows that at 4:38 pm on (B)(6) 2016 the device was programmed to infuse calcium chloride-cvvh 8.8 gram in 1000 ml at a rate of 60 ml/hr. Prior to starting the infusion, the user programmed a delay for 60 minutes. The default call back option was set for before. At 5:38 pm, the device alarmed for callback before infusion and at 5:42 pm, the infusion was started. The infusion completed at 7:49 pm and stopped. The volume recorded as being infused during this period was 120.002 ml. As designed, when the delay start feature is used, there is no audio alarm when the delayed infusion is complete, unless a callback after option has been programmed, and the device does not go to kvo. The pcu log shows that the option for this infusion was set for callback before. The root cause of the reported event was identified as a programming issue.

Event description:
The customer reported that during cvvh (continuous veno-venous hemofiltration) the pump did not alarm when the 3 l cvvh replacement fluid infusion completed. The pump stopped delivering and remained silent for an unknown period of time. The patient required additional lab work and adjustment of the rates of the cacl and citrate. There was no report of any lasting effect on the patient.